Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the 10003 system error comes up on the middle of the display, switches off and back on again and the error remains. There was no reported patient involvement.